Event description:
It was reported that, "one of my patients with bilateral modular rejuvenate stems in 2009 who appears to have a metal induced synovitis in both her hips. At surgery, she had increased anteversion where I used 8 degree retroverted necks. She did well immediately, but within a year began to have pain and significant limping that we were unable to find a cause for. She saw dr (B)(6) at (B)(6) who did a MRI with an experimental protocol, maverick, that show a synovitis and some lytic changes. Since she has delta ceramic heads, he feels this is due to corrosion at the modular junction with a reactive metal synovitis, which hopefully is not alval. He is going to revise her to a monolithic titanium stem with a ceramic head."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.